Manufacturer narrative:
Based on the claim against the product by the customer the vessel sealer extend (vse) instrument would not release and was not sealing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci vse to perform failure analysis. The vse was analyzed and found to have low torque failures based on log review and was replicated during in-house testing. A review of logs showed two low torque failures, error code 22024 indicating "grip torque is outside the expected range on usm3." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. Electrical continuity passed, but the energy delivery test would fail intermittently. The knife slot measured at 0.027¿ and the jaw gap verification passed at 0.003¿. The grip force test was performed and passed at 8.17 lbs. In the straight orientation. The vse instrument was placed on the in-house system and failed self-test intermittently. The instrument housing was removed and was found to have a loose grip cable, likely causing the failed self-test and the failed energy delivery. The root cause of this failure is attributed to a component failure. The complaint regarding the vessel sealer extend (vse) instrument would not release and was not sealing was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia procedure, the customer reports that the vessel sealer extend (vse) instrument would not release and was not sealing. There was an intermittent connection issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage visualized or anything out of the ordinary. The vse instrument would not release/open. No sealing was the specific issue that the surgeon experienced. The vse did not work at all. Intermittent connection errors occurred. There was no audible signal at the time of the event, during the sealing sequence. The seal cycle did not complete with the fast audible tones as expected. There was no tissue effect observed. Tissue was never cut that was no full sealed. There was no target tissue , the vessel sealer did not release/open. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was not any unexpected additional bleeding experienced by the patient. If so, what was the estimated blood loss. The surgeon believes a defect/connection issue caused the vse instrument issue. The jaws were not stuck on tissue when the issue occurred. There was not any unexpected tissue removal. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The following patient demographics were provided: patient age and age units, patient date of birth, patient gender, patient weight and weight units, patient ethnicity, and patient race.